Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, before ligating the vessel, the customer could not load the clip. Another clip was used to complete the case. There was no patient injury.